Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation complaint received ad (B)(6) 2022 pc was created to capture the left hip patient had a bilateral hip surgery. Patient alleges pain and toxic levels of cobalt and chromium. Doi: 2004. Dor: unknown. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received. After review of medical records. Patient was revised, due to failed left metal on metal replacement. Operative notes indicated , it was very apparent. Based on the color of the synovial fluid. Which was a grayish brownish color, that there is some sort of pathology going on. The synovial tissue appeared to be grayish in color. There was a corrosion seen throughout the length of the trunnion. Doi: 2004, dor: (B)(6) 2022 , left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d10, a2 (dob), a5, a6, b5, b7, h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1.

Event description:
After review of the medical records, lab result on (B)(6) 2014 nuclear medicine 3 bone phase diagnose infection and inflammation, other complication due to internal joint prosthesis and joint pain pelvis. No other information of the product details, implanted date and any revision. Doi: 2004. Dor: unknown. Affected side: left hip.